Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00811. It was reported that one of patient¿s lead had migrated in the ipg pocket. The issue was confirmed via x rays. Surgical intervention may take place to address the issue. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced restoring effective therapy.